Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-23096. It was reported that the patient presented for a generator replacement procedure. During the procedure, the physician noted insulation damage on the right atrial and right ventricular leads. The physician decided to fix the damage with medical adhesive and suture sleeves. No electrical anomalies were noted and no further intervention was performed. The patient was in stable condition and will continue to be monitored.